Event description:
The customer reported that while running the latron control, there was a leak of clenz and diluent coming from the probe wash block on the coulter lh 500 hematology analyzer. The volume was less than 1 cc and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient results were not affected by the leak. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the manual probe rinse block was dripping during the cleaning cycle and there was a jerky motion of the wash block and guide arm. The fse discovered the manual probe on the blood sampling valve (bsv) was bent and replaced the bsv. The fse also noted that the rinse block travel stop was gouged, and filed the gouged area and adjusted the travel of the rinse block on the probe to resolve the leak. The fse replaced the actuator for the bsv to resolve the imprecision issue. When reviewing the instrument calibration, the fse found the white blood cell (wbc), red blood cell (rbc) and hemoglobin (hgb) manual mode calibration factors needed adjustment. The fse also found the compressor shock mounts were worn leading to complete blood count (cbc) vote outs during the testing. The fse replaced the shock mounts resolving the cbc vote outs. No further dripping from the rinse block was noted during the validation testing. Failure mode related to the leak was a bent probe on the bsv. The failure mode for the validation failures was a defective bsv actuator and worn shock mounts on the instrument compressor.